Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesions were located in the moderately tortuous and severely calcified left anterior tibial artery (ata), pulmonary artery (pa), and posterior tibial artery (pta). After placing a 6fr non-boston scientific (bsc) sheath, a mach 1 guide catheter was inserted, and an attempt was made to cross the ata, but the jupiter fc guidewire was immediately kinked. Another attempt was made to cross the ata with the same guidewire but failed so it was replaced with a non-bsc guidewire which was able to cross. Pre-dilatation was performed with a 1.2mmx15mmx142cm emerge balloon catheter. However, during the second inflation at 14 atmospheres (atm), the balloon ruptured. The device was replaced with two non-bsc balloon catheters. Then, a guidewire was crossed to pta followed by pre-dilatation with another 1.2mmx15mmx142cm emerge balloon catheter. However, during the first inflation at 14 atm, the balloon also ruptured. The device was removed, and the procedure was completed with another of same device and two other non-bsc balloon catheters. There were no complications reported and the patient was in good condition post-procedure.